Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reproted with the adc device. The customer obtained an unspecified high sensor reading and self-treated with insulin (dose/type unknown) based on the scan. The customer subsequently experienced a loss of consciousness and was treated with syrup and candy provided by daugher who also called for paramedics. Upon their arrival, the customer was found to have a blood glucose of 60 mg/dl and treated with 5 mg glucose infusion. The customer was taken to the hospital overnight for monitoring, but no additional treatment was reported. There was no report of death or permanent injury associated with this event.